Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. There is no information to suggest that the patient sustained a serious injury. Device evaluation summary: electrode belt sn (B)(4) was returned to the distributor for evaluation. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of an electrode belt malfunction. Monitor sn (B)(4) was returned to zoll manufacturing corporation and is currently under investigation. At this time there is no information to suggest a monitor malfunction causing or contributing to the inappropriate defibrillation event. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock event was lack of response button use prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was motion artifact and over-sensing of low amplitude cardiac input signal. The source of the motion artifact could not be positively identified through the cause and effect analysis. The following factors could not be ruled out as contributing causes of the motion artifact: body motion. Poor ECG contact with skin. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate treatment event while at home. Motion artifact and oversensing of low-amplitude cardiac input signal contributed to the false detection. The patient was conscious at the time of the event. The response buttons were pressed about a minute prior to the treatment, but the patient did not press the response buttons in the immediate lead up to the lifevest treatment. The patient did not seek medical attention and continued to wear the lifevest.

Manufacturer narrative:
\ There was no death or device malfunction associated with the inappropriate defibrillation event. There is no information to suggest that the patient sustained a serious injury. \ device evaluation summary: electrode belt sn 89004502 was returned to the distributor for evaluation. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of an electrode belt malfunction. Device evaluation of monitor sn 07141868 has been completed. Upon investigation, the rear response button was intermittently non-functional. The cause for the intermittent response button was a contaminated rear response button switch. In addition, the rear response cover was missing. The root cause for the missing response button cover was physical abuse. The root cause for the contaminated switch was ingress of an unknown contaminant. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock event was lack of response button use prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was motion artifact and over-sensing of low amplitude cardiac input signal. The source of the motion artifact could not be positively identified through the cause and effect analysis. The following factors could not be ruled out as contributing causes of the motion artifact: body motion poor ECG contact with skin inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial g960083 (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate treatment event while at home. Motion artifact and oversensing of low-amplitude cardiac input signal contributed to the false detection. The patient was conscious at the time of the event. The response buttons were pressed about a minute prior to the treatment, but the patient did not press the response buttons in the immediate lead up to the lifevest treatment. The patient did not seek medical attention and continued to wear the lifevest. During evaluation of the reported patient treatment, it was found that the response buttons were intermittently functional..